Event description:
Patient was implanted on the right side and subsequently started experiencing femoral pain, stiffness of hip joint and occasional hip pain.

Manufacturer narrative:
Additional information received on (B)(6) 2020. The manufacturer received other source documents(surgical reports) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported, that the patient was implanted with a biolox femoral head on (B)(6) 2015, and subsequently started experiencing femoral pain, stiffness of hip joint and occasional hip pain. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: 4 images of right hip were assessed for mmi submission, but once images are opened they become to distorted and unable to determine when they were taken. As this cmp is for post revision pain done on (B)(6) 2015, hcp is unable to determine dates of images taken and poor quality, therefor will not be submitted for review as it would not be known if the images would enhance the investigation. Surgical report / office visit notes: the surgical report, dated on (B)(6) 2014, and notes of an office visit, dated on (B)(6) 2014, were received for investigation. The repot / notes are dated before the implantation of the biolox head and therefore not relevant to the reported post-operative pain. Patient data: male, born in 1947, 185 cm, 104 kg. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Additional product documentation: the incoming inspection protocol was reviewed and showed no anomalies. The heads were manufactured according to specification. Conclusion: it was reported, that the patient was implanted with a biolox femoral head on (B)(6) 2015, and subsequently started experiencing femoral pain, stiffness of hip joint and occasional hip pain. Based on the available information the reported event cannot be confirmed. Further, the quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The reasons for pain could be multifactorial. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Medical product: liner neutral 36 mm i.d. Size ii for use with 52 mm o.d. Size ii shell; catalog no#: 00875101036; lot#:62661367. Shell with multi holes porous 52 mm o.d. Size ii for use with ii liners; catalog no#: 00875705202; lot#: 61887857. Trabecular metal acetabular revision system acetabular augment; catalog no#: 00489405820; lot#: 62199762. The manufacturer did receive x-rays and per for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and subsequently started experiencing femoral pain, stiffness of hip joint and occasional hip pain.